Event description:
An advance sling was implanted on (B)(6) 2011. It was reported that the patient started having urinary leakage in (B)(6) 2012. On (B)(6) 2012, the sling was removed and a urethroplasty was done to repair the urethra due to urethral mesh erosion.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.